Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level was 447 mg/dl at the time of incident and other blood glucose level was 400 mg/dl. 425 mg/dl and 372 mg/dl. The customer did provide details on symptoms related to the high blood glucose level such as difficulty to breathing and feeling nausea. However, customer was treated with insulin pump and bolus. The customer did not allege insulin pump was under delivering. Customer states the drive support cap appears normal. Customer wishes to check for the presence of leaks or air bubbles in the tubing. Customer troubleshoot was performed for high blood glucose level. The insulin pump will not be returned for analysis.